Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 130 mg/dl. The customer stated that he had been in a canoe; his insulin pump was in a ziplock type bag and the boat capsized. He noted that the device had been working fine until the day of the call when the alarm occurred. No condensation was observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.